Manufacturer narrative:
H4: the lot was manufactured between january 17-19, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a crack on the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 'flow restrictor' of a large volume infusor was cracked. This was observed after being connected to the positive pressure connector of the patient before the infusion was started. The device contained 5-fluorouracil in 0.9% normal saline 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.